Manufacturer narrative:
The lot number was provided for the malfunction, and a lot history review was performed. The device was returned to bd for evaluation. The investigation was confirmed for self activation and inconclusive for failure to prime as functional testing could not be completed. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced failure to prime and self activation. This information was received from one source. This malfunction did not involve a patient. The patient age, gender, and weight was no provided.